Event description:
At the initiation of the extracorporeal photopheresis (ecp) treatment, during the first cycle, a blood leak alarm occurred. The practitioner was unable to clear the alarm and therefore had to abort the treatment. No leakage was detected.